Event description:
During a routine shift check by a clinician, the device displayed "bridge test failed" and "pacer fault 117" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunctions were duplicated. Evaluation of the high voltage module found a faulty relay. Evaluation of the bridge board found a faulty transistor. The high voltage module and bridge board were replaced.